Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt had a dura puncture during a trial procedure. The bsn sales rep and physician were not aware until the pt returned for follow up visit with a headache. The physician advised that the pt rest and have some caffeine. The following day the physician removed that trial leads and performed a blood patch for an epidural leak. The pt is reportedly doing well and no longer experiencing the headaches.